Event description:
During a stenting treatment procedure, the express biliary stent dislodged from the delivery system. The pt was asymptomaic during this event. The physician used a 6 fr introducer sheath, and the lesion being treated was in the iliac artery. The stent dislodged from the delivery device in the aorta, and was retrieved with a snare. No pt injuries or complications were reported. Pt status is reported as 'stable.'